Event description:
Medtronic received information from a journal article that a pediatric patient was treated for pulmonary artery stenosis months after implant of a pulmonary valved conduit. It was reported that the stenosis was at the site of the surgical anastomosis. The obstruction was successfully resolved with a bilateral stent implantation. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Without the serial number of the product no device history could be pulled and reviewed. At this time, the root cause of the reported stenosis cannot be determined.

Manufacturer narrative:
A review of medtronic's databases did not show any complaints had previously been received from this health care facility for that model family. No information has been received that would indicate the device does not remain implanted. (B)(4). Article: bilateral percutaneous stent implantation in the pulmonary vasculature: a modality now available in lebanon authors: ramzi souki, aghiad al koutoubi, m. Samir arnaout, mounir obeid, fadi bitar the lebanese medical journal 01/2003; 51(4):231-3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.